Event description:
It was reported that, this cardiac resynchronization therapy defibrillator (crt-d) exhibited farfield oversensing. Boston scientific technical services (ts) recommended to reprogram the blanking zone for optimization in clinic follow up. Additionally, episodes of pacemaker mediated tachycardia were stored in configured collection period and rhythm appears atrial or sinus driven. This device remains in service. No adverse patient effects were reported.